Manufacturer narrative:
The insulin pump was received with blank display due to corrosion all electronic assembly. Moisture damage was found on motor home switch. The insulin pump was received with cracked at reservoir tube lip. Drive support disk was inspected and no anomaly was noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was fluid in the reservoir compartment. The customer stated that there was crack on reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.